Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not charge and error indicator appeared on universal battery charger device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be electric component wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when battery device was inserted into the universal charger device, it was observed that a red triangle was displayed. During an in-house engineering it was observed that the device would not charge and an error indicator appeared on universal charger device. It was not reported that the event occurred during surgery. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event is not known. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.